Event description:
Getinge became aware of an issue with one of our mobile tables ¿ 720001b2 - meera EU with auto drive. As it was stated, on completion of overnight battery charging, the mains lead was disconnected by a porter at the operating table end of the lead. The mains lead was connected to the wall socket and switched on. While coiling the mains lead to tidy up at the electrical trunking for the next charge, the porter got an electric shock. Subsequent inspection revealed that part of the inlet power socket had detached from the mains lead, exposing live wiring. There was no injury reported, however, we decided to report the issue based on the potential for serious injury if the situation, namely the operator¿s electric shock while handling the operating table, was to reoccur.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. E1 event site name: (B)(6). E3 occupation: (B)(6).